Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an apollo catheter ruptured with onyx. The patient was being treated for a intracranial arteriovenous malformation. The access vessel was the middle cerebral artery with a diameter of 2.5mm. Vessel tortuosity was moderate. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as per IFU.  When the microcatheter apollo was injected with onyx glue, it suddenly could not be pushed, there was obvious resistance, it exited the body, tried to push it in vitro, but could not push it, and the microcatheter broke from the middle section, the surgeon thought it was a product quality problem. The rupture was in the middle. There was no friction or difficulty during delivery. Aside from rupture, there wasn't any other damage to the catheter. The injection rate was 0.16ml/min. No patient symptoms were associated with the event. Ancillary devices: 6f short sheath, 8fguiding guide catheter, fathom guidewire, onyx liquid embolic.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the physician did not pause during injection and continuous injection was used, but there was too much resistance and couldn't be pushed. The liquid embolic agent did not get embedded in an unintended location. The event did not required medical intervention. Replaced a catheter and restarted the surgery.

Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo micro catheter was returned for analysis inside a biohazard plastic bag and a shipping box. ¿ visual inspection/damage location details: the 3.0cm detachable tip was found detached from the catheter and not returned. Onyx was found solidified inside the micro catheter lumen and hub. The entire surface of the apollo micro catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured at ~15.0 cm from the distal end. ¿ testing/analysis: the apollo usable length was measured to be ~163.5cm (specifications: 165.0cm ± 2.5cm). The catheter was flushed with water and found not patent as it was found to be occluded with the solidified onyx. The ldpe coupling tube overlap length was measured to be ~1.48mm which is within specification (specifications: 1.0mm - 2.5mm). ¿ conclusion: based on the device analysis and reported information, the apollo micro catheter was confirmed to have "catheter ruptured" as the returned apollo micro catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance. In addition, the detachable tip was found missing from the catheter body. However, the cause for the detachment could not be determined. Tip premature detachment can also be caused by detach joint ldpe overlap length too short. However, the detach joint ldpe overlap length was measured to be within specifications. In addition, per the DHR review, the tip detachment tensile value was found to be within control limits of historical spc data and specifications. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.